Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eleven years and nine months of post deployment, based on computed tomography, perforation of the inferior vena cava filter was noted. The perforation was found to be greater than 3mm outside the vena cava. Tilting of the filter was also observed. Around, eight months later, based on computed tomography, perforation of the inferior vena cava filter was noted. The legs of the filter were found pushing into l4 anterior vertebral body cortex. Tilting of the filter was significant with its tip in the anterior wall of inferior vena cava. Around, seven months later, the patient had a follow up visit and discussed about removal of inferior vena cava filter due to continued complaints of severe abdominal and back pain. Around, two weeks later, computed tomography of abdomen and pelvis showed an inferior vena cava filter with the superior apex lying 5.3 cm below the right renal vein. This was found consistent with caudal migration of the inferior vena cava. The superior apex was lying at the level of inferior aspect of l3 vertebral body. The apex of inferior vena cava filter was not touching the lateral wall of inferior vena cava in the coronal view, the inferior vena cava filter was angulated 12 degree from the vertical axis of inferior vena cava. Sagittal views showed an inferior vena cava filter was angulated 20 degree to the vertical lumen of inferior vena cava. The apex of the inferior vena cava filter was touching the anterior wall of the inferior vena cava. The struts of inferior vena cava filter were intact with no breakage. The distal extent of the inferior vena cava filter struts extended slightly beyond the wall of inferior vena cava by about 2-3mm into the surrounding fat space. There was no encroachment on surrounding organs. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc) and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, the struts perforated greater than 3mm outside inferior vena cava and embedded in wall of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.